Event description:
Additional information received reported the ins and leads were not replaced. It was noted when information about the extensions' status of implanted versus removed was requested, that "all was removed". It was logged that the explanted devices would not be returned to medtronic, due to "no one from medtronic was notified of the explant, so they did not have devices." It was reported the patient status at the time of report was unknown.

Event description:
It was reported, the patient had a loss of stimulation and therapeutic effect. It was noted that impedance testing was done. It was further noted, the patient has supra orbital and infra orbital leads. The reporter stated that neither lead was giving the patient therapeutic effect since the end of last month. It was noted, the patient had less than 50% therapy relief at the lead location. It was further noted that diagnostic testing and troubleshooting would be done in the future. It was further reported no intervention or revision had been planned at the time of report. Additional information received reported the patient had their battery and lead removed on 2014 (B)(6). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4) .